Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, the patient was revised on (B)(6) 2013. Patient alleges pain and metal debris.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown PMA/510(k) number / manufacture date ¿ unknown.